Event description:
The commodore total occlusion balloon catheter was used to perform an aneurysm remodeling. The deflation time of the balloon throughout the procedure was noted to be slow. The balloon was inflated/deflated approx 6-7 times throughout the procedure. The balloon deflation time was approx 1 minute during the first deflation and then gradually deteriorated to approx 1.5 minutes. There was no adverse effect to the pt.